Event description:
It was reported that during initial implant procedure, patient's new implanted insertable cardiac monitor (icm) exhibited low r wave sensing. The device was not used and the procedure was completed using an alternate device on (B)(6) 2023. There were no patient consequences.